Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found in specification in relation to the reported symptom of improper shutdown and was confirmed through review of the event history log. The device was found to power on with the customer power cord, but unable to power on with the customer wireless battery module. Using both the power cord and wireless battery module, the unit would power off, then back on again without user input displaying an improper shutdown message. This would repeat until power was removed. This condition was determined to have been caused by a failed wireless battery module, which has a separate product identity. The pump met specification, but an investigation of the wireless battery module will take place under (B)(4).

Event description:
It was reported that a spectrum pump was improperly shutting down. It was also reported there was no patient involvement.